Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during set up for inspection, the cysto-nephro videoscope was detached towards the tip and the end of it folds over the scope. There were no reports of patient harm.